Manufacturer narrative:
Onsite functional and visual examination was performed by the manufacturer representative. The system passed a system checkout.

Event description:
Medtronic received information regarding a navigation system. It was reported intra/peri-operatively during the navigate task of a transphenoidal fess procedure, the surgeon was allegedly inaccurate by approximately 2cm posterior. There was no delay to the [procedure and there was no reported impact on patient outcome.

Manufacturer narrative:
Correction: please refer to MDR 1723170-2018-03243 supplemental report 1 for additional information in regards to this reported issue.